Event description:
It has been reported to philips that geometry movements were not functioning on the allura system. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips remote service engineer (rse) analyzed the system and confirmed that the geometry does not work. Review of the system log file showed that the malfunctioning of geo-pc. Upon troubleshooting action, rse found that the geometry calculator application is not properly initiated. The rse remotely reinstalled the operating system on the geo pc, which resolved the reported issue temporarily. But later on (B)(6) 2022, the reported issue reoccurred, the fse replaced geo pc. After replacement of the geo pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.